Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image freezes intermittently with abnormal color and noise occurred due to a defective printed-circuit board. The cause of the faulty dp board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section e1: address - line 1: (B)(6). The device was returned for evaluation and the customers allegation was confirmed. It was noted that the image had abnormal color and noise due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii video system center had abnormal color tone. The image was black and white at times. The issue was found during a procedure. Inspection and testing of the returned device found that the image froze intermittently due to a defective printed circuit board. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.